Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of hysterectomy and removal of ovaries, cystocele and rectocele repair and adhesion removal during mesh implantation. It was reported that following insertion the patient experienced narrowing at top of vagina, severe pain radiating to abdomen, urinary retention, severe constipation, incomplete bladder emptying, scar tissue and pain in tailbone. It was reported that patient underwent mesh revision and vaginal scar tissue on (B)(6) 2006 and mesh removal on (B)(6) 2012 due to terrible pain in vaginal area and in front of pelvic area. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.